Manufacturer narrative:
H10 g - contact office phone number: (B)(6).

Event description:
Philips received a complaint from a philips field service engineer (fse) reporting a faulty power cord on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was neither patient nor user impact. The fse evaluated the device for a preventative maintenance (pm) inspection and reported that the power cord was worn and had bent plugs. The fse tested the power cord and determined that it did not meet the manufacturer's specifications. The test results indicated the ground resistance exceeded the allowable range. The fse replaced the power cord. The device was operational and returned to service after repairs were completed.